Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic) and noise. It was also report that the right atrial (ra) lead was observed with noise at the same time and with what appeared to be mirrored image of the ventricular noise on electrogram. Reprogramming was performed to sensitivity. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the leads continue to exhibit oversensing, and it was suspected that there may be lead-to-lead interaction. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).